Event description:
Questionable infection [arthritis infective]. Case description: spontaneous report was received on (B)(6) 2012 from a physician via a sales representative regarding a male pt (age not provided), initial unk. The pt's medical history was significant for previous use of multiple series of synvisc (hylan gf-20) injections. On (B)(6) 2012, the pt initiated treatment with synvisc one, (route of administration and dosage regimen not provided). On (B)(6) 2012, the pt went back to the physician with a questionable infection. On an unspecified date, the pt had his knee washed out. The outcome for the event of questionable infection was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician did not provide the causal relationship between synvisc one and the event.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. The production and quality control documentation of lot #r12161, with expiration date (04/01/2015) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.